Manufacturer narrative:
In the returned state, the lead had been cut through 12 cm distal of the df4 connector pin. All parts of the lead were returned for analysis. It is likely that the lead was cut through during the explantation. The returned fragments were visually examined. This inspection showed no deviations from the technical specifications that could be related to the increase in the pacing threshold. In addition, a deformed rv shock coil was detected during the examination, which is probably a result of the explantation process. The manufacturing process of this device was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
It was reported that approx. 2 months after the implantation this lead was explanted due to elevated threshold in the ventricular channel.